Event description:
Pt was revised to address loosening of the tray.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product info required to search the complaint database was not provided. The investigation could not draw any conclusions about the reported product loosening. It was noted the product was implanted for approx fourteen years prior to revision. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.